Event description:
This was one of 4 events over a 3 month period in which the urinary drainage bag spontaneously ruptured in an area on the bottom of the bag near the drainage port. The age of the bags was between 1-2 weeks.